Manufacturer narrative:
The heartmate 3 left ventricular assist system (lvas) was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device - 1 years, 2 months. Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be determined. The patient remains ongoing on vad support and no further issues have been reported. The heartmate 3 instructions for use lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The instructions for use provides information regarding anticoagulation, including the recommended international normalized ratio (inr) values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted with complaints of intermittent bloody stools along with abdominal discomfort. Hemoglobin and hematocrit (h&h) on admission were stable at 15.8 and 44.9, however hemoglobin was 17.8 on (B)(6) 2019. The gastrointestinal (gi) department was consulted and they did not recommend an esophagogastroduodenoscopy (egd) or colonoscopy. Colorectal surgery was consulted and an anoscopy was performed at the bedside. Patient was found to have hemorrhoids but it was noted that this was unlikely the source of bleeding. The gastrointestinal (gi) department stated that the patient should be treated conservatively. The patient was discharged home on (B)(6) 2019 with an h&h of 16.8 and 47.9.